Event description:
Olympus was informed that two pts had reportedly diagnosed with an air embolism following an endoscopic retrograde cholangiopancreatography (ercp) procedure within the space of one month. There was reportedly no perforation associated with either event per the rptr. One pt reportedly suffered a neurological injury, and was not expected to survive. The second pt was said to have "woken up" and walked out of the user facility, but it was unclear if there was any pt injury.

Manufacturer narrative:
The user facility reported that one of the cases had been an air embolism, but they were not sure with the second case. In one pt, air was said to be found in the lung, brain, and other parts of the anatomy. One of the procedures was said to involve a markedly dilated duct, with a rendezvous procedure, and the pt had a percutaneous drain into the hepatic junction. He said that this was something of an unusual procedure. He said that the other procedure had been a normal sphincterotomy. The user stated that only one endoscope was used in both procedures. The user was not able to provide the specific model and/or serial number of the subject endoscope. The endoscope was said to have been sent to an unidentified third party organization for investigation. Olympus has followed up with the user facility via telephone and in writing to gather add'l info regarding this event, however no significant add'l info has been provided. This report will be supplemented if add'l and significant info is rec'd later. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number 8010047-2011-00207 for the related event.